Event description:
During surgery, a screw broke and the glenosphere stripped causing a 20 minute delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.